Manufacturer narrative:
Reason for reoperation is infection (unknown onset). The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unspecified side infection unknown onset. The device remains implanted.